Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. Customer stated that the button error issue started in (B)(6) 2017 and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing and customer will get a new battery to complete the troubleshooting. The insulin pump is not expected to return for analysis. Reference case (B)(4) for complete troubleshooting on keypad anomaly with an incident date of (B)(6) 2017.